Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
Lawyer-filed report.